Manufacturer narrative:
This lead was explanted and replaced due to falling impedance numbers and noise on the atrial sense channel, detected via home monitoring. Flouro image showed subclavian wear of the lead, and after the lead was extracted another area of wear was discovered where the lead sat under the can. Should additional information become available, this file will be updated. The correct analysis results are now attached. Upon receipt, the lead under complaint was found cut approximately. 29.5cm distal to the is-1 connector pin. Two fragments of together 62cm length were received for analysis. A medial fragment of approximately 4cm length was not received. The returned lead fragments were visually and electrically analyzed. The visual inspection revealed abrasion marks along the lead body. Further inspection showed a squeezed and deformed lead body of the distal fragment between 25cm and 27cm distal to the is-1 connector pin. In this region the insulation and the coating of the conductor cable to the ring electrode were damaged. These findings can be considered as the root cause of the reported oversensing. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular - first rib entrapment as mentioned in the complaint description. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. Further analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
This lead was explanted and replaced due to falling impedance numbers and noise on the atrial sense channel, detected via homemonitoring. Flouro image showed subclavian wear of the lead, and after the lead was extracted another area of wear was discovered where the lead sat under the can. Should additional information become available, this file will be updated. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Patient had noise on the atrial and rv channel when they were attending their wives cancer treatment viewed on home monitoring. Lead trends were in range and appeared stable. Noise met vf detection but shock was aborted. Patient to be addressed further. Device remains implanted.